Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hernia repair case, while suturing the mesh, a 12 mm blunt-tip trocar fell apart midway through the procedure. The device fragmented into multiple small pieces, described as glue residue and rubber, plastic, and metal spring components. Some device components fell into the patient¿s abdominal cavity, and at least two components were retrieved from inside the abdominal cavity, although the specific pieces retrieved were unknown. To resolve the issue, the abdominal cavity was irrigated and swept to look for any remaining pieces, and staff disassembled a second trocar to compare internal components. An abdominal x-ray was performed to locate the components or confirm that all pieces were located, and the surgical team reported confidence that all pieces had been retrieved. It was also noted that the surgical time was extended more than 30 minutes.